Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp)regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that an elective replacement indicator (eri) message was seen; there was no allegation/dissatisfaction regarding the implantable neurostimulator's (ins) longevity. The stimulation was turned back on and it was noted that the patient did not immediately receive a therapeutic effect. The patient also experienced a sudden onset bodily shaking and it "looked like he was seizing". It was also reported that the patient used to feel a "zing" when he turned the therapy on, but it has seen been resolved. The issues began occurring 2 months ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.